Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer the had prime rewind anomaly on the insulin pump. The customer's blood glucose level was 167 mg/dl. The customer was treated with pen. The troubleshooting was performed. The customer stated that she received a33 alarm and the drive support cap is sticking out. The customer was advised that the a33 alarm is cause during seating the force sensor did not detect the reservoir. The customer insulin pump is stuck in rewind sequence. The customer was advised that the insulin pump will need to be replaced. The patient was advised to revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.